Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset (por) for critical ram parity error, addr=2bc5, data=0b on (B)(6) 2012 and one patient alert for por on (B)(6) 2012. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had an electrical reset. It was also reported that a patient alert was triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.